Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the hf sensor implant procedure after successful sensor release the physician inadvertently dislodged the rv lead. The patient underwent surgical intervention on (B)(6) 2017 wherein the lead was revised which resolved the issue. As of (B)(6) 2017 the patient was discharged and is doing fine. The patient is a clinical study patient.